Event description:
Boston scientific received information that during a normal patient follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed two codes when interrogated: device power supply (ps) and template lost (tl). The two codes indicated that the device experienced an unexpected reset during charging or shock delivery and that the surface template recorded in the device was lost. In addition, there was no signal found in all three vectors and there were some non-sustained ventricular tachycardia (vt) episodes recorded due to oversensing. A chest x-ray was taken and revealed that the electrode was wrapped around the s-ICD as a result of the patient exhibiting twiddler's syndrome. No adverse patient effects were reported. The image and data was sent to boston scientific technical services (ts) for further evaluation. A review of the data revealed that the codes were a result of electrostatic discharge as a result of the electrode being in direct contact with th es-ICD. A review of the data revealed that the codes were a result of electrostatic discharge as a result of the electrode being in direct contact with the s-ICD. A review of the memory revealed that the s-ICD had charged the capacitors to perform a high energy shock. The charging produced the ps code and an immediate internal reset was performed which then also caused the tl code to then be displayed. In addition, no shock would have been delivered. As the energy discharge could have possibly caused internal damage to the s-ICD, it was strongly suggested to consider replacing it and also perform further testing on the electrode to ensure it was not also damaged. The s-ICD and electrode were explanted at a later date. Visual inspection of the electrode showed no visible damage and the impedance measurements were in normal range. Both products will be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.